Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information, d9: device availability - additional information, g3: date received by manufacturer - additional information, g6: report type updated/follow-up, h2: additional information/device evaluation, h3: device evaluated by manufacturer - additional information, h6: adverse event problem - additional information.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.